Manufacturer narrative:
Conclusion: fowler bearing support, fowler weldment box.

Event description:
It was reported by service report that the fowler was stuck and could not be lowered. No pt involvement or adverse consequences are reported.